Event description:
It was reported that (1) er320 was used during laparoscopic cholecystectomy procedure. It was reported by the rep that the first clip fed and formed properly. Subsequent the clips misfed or malformed. Opened another device to complete the case. There was no consequence to the pt.